Event description:
Information received identified the device was cleaned, disinfected, and sterilized before sending back to olympus. There was no delay at the start of precleaning the device, and the air / water nozzle was flushed with air and water. Lastly, the air / water nozzle was cleaned with either lint-free clothes, brush, or sponge. The air / water nozzle was flushed with detergent solution.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial medwatch with information inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be concluded although it was found that the foreign material stuck inside the air/water nozzle could not be sufficiently removed and clogged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the connecting tube had a dent, the angle wires were stretched, the adhesive on bending section cover (a-rubber) had a crack, due to clogging of nozzle, water removal ability did not meet the standard value, the objective lens was dirty, the adhesive around objective lens was peeled, the plastic distal end cover (c-cover) had a scratch, the connecting tube had a scratch, due to dirt on objective lens, there was a lack of image on the monitor, due to wear of angle wire, bending angle in up direction did not meet the standard value, plastic distal end cover (c-cover) had a scratch, indication on the standard connector (s-connector) was peeled, the universal cord had a wrinkle, the grip had a scratch, the up/down (u/d) knob had a scratch, the right/left (r/l) knob had a scratch, and due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the insertion part of the evis lucera gastrointestinal collapsed. Upon inspection of the customer¿s returned device it was observed, foreign object was noted inside the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.